Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The external/internal visual inspection was performed and revealed no problems. The volumetric accuracy test was performed and the device failed the test with original piston foam and passed with pal test article installed. The device passed temperature verification. The front door was disassembled for inspection. This revealed the piston foam was disintegrated. The direct cause of the failed volumetric accuracy test was determined to be disintegrated piston foam. The piston foam was scrapped and the device sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.